Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer went to sleep with the pump battery at 5% and the pump shut off. The customer's blood glucose (bg) level was impacted (350 mg/dl). The customer delivered a manual injection to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that a low power alert and a low power alarm had occurred and had not been addressed by charging the device. Recommendation was made to the customer to charge pump more frequently.

Manufacturer narrative:
Device was not returning for investigation for this complaint issue. This reported issue was not caused by a malfunction of the device. This issue was due to use error.